Manufacturer narrative:
The service engineer reported that the battery was depleted and required a replacement.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. The biomed reported that the battery needed to be replaced. Multiple good faith efforts were performed for further details regarding the event; however, no response was provided. It could not be confirmed if the biomed replaced the battery, and if the issue was resolved. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Manufacturer narrative:
H10: the service engineer (se) reported that there was no patient involvement when the issue occurred.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had no charge. It is unknown how the issue was found. No patient or user harm was reported. Investigation of this reported case is ongoing.